Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, urticaria and ¿spots to¿, skin reactions to synthetic fabrics. On (B)(6) 2012 it was reported that patient underwent a hysterectomy. It was reported that patient underwent partial excision of mesh on (B)(6) 2012 due to vaginal erosion of mesh, pain, and incontinence. It was also reported that patient underwent lap. Mesh removal with hysterectomy on (B)(6) 2012 due to ongoing pain, leg (right) weakness, and incontinence. No additional information was provided.